Event description:
Contact reports: the position of the adhesive on the product created a "drainpipe" in which 1% iodine solution pooled and caused a 2nd degree burn to the pt's thigh. The sample was discarded.